Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose (B)(6) 2019 with blood glucose of 586 mg/dl. The customer¿s blood glucose level was 600 mg/dl at the time of incident. The customer experienced symptoms of high blood glucose level such as nausea, dry mouth, and frequent urination. The customer was treated with bolus, manual injection, and intravenous insulin. The customer was not wearing sensor. Cannula was bent. The insulin pump will not be returned for analysis.